Event description:
User experienced issue with sodium results running low. They reran several samples following a doctor's complaint about the low values. User states at least 10 patient samples were involved. Three examples were provided. Sample 1: initial result was 129 mmol/l, repeat result was 132 mmol/l and 137 mmol/l on another analyzer, sample 2: initial result was 132 mmol/l, repeat result was 133 mmol/l and 138 mmol/l on another analyzer. Sample 3: initial result was 130 mmol/l, repeat result was 132 mmol/l and 136 mmol/l on another analyzer. User states the doctor took no action on the initial results as he questioned them from the start. All patients are fine per the user. The field service rep determined there was a problem with the ise wash tower. He noted the user had replaced the tower, calibrated and ran qc prior to his arrival onsite. Performance tests were performed which were within specification.